Manufacturer narrative:
After use of an exoseal device for vascular closure, occlusion of the superficial femoral artery (lsfa) at the level of the exoseal plug deployment site was noted. Balloon angioplasty and stenting was performed successfully to restore blood flow. The procedure was an intervention of a chronic total occlusion (cto) of the left lower leg. The 6 f exoseal device was used to close the left sfa access site with antegrade approach. The physician experienced difficulty accessing the left and right groins/right and left sfa¿s for the procedure. The number of sticks required to gain vascular access was unknown. The patient was anticoagulated with five thousand units of heparin for the procedure. The act was unknown. The patient was noted to have bilateral iliac disease. The exoseal device was prepped properly according to the instructions for use (IFU). The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near a stented segment. The vcd showed no visible signs of damage. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed and the plug was deployed. The device and sheath were removed as a single unit and three minutes of manual compression was held. The closure was successful. There was no bleeding or hematoma noted post-deployment. The physician then proceeded to work through the patient¿s right groin access and discovered that the left sfa was 100% occluded at the level of the exoseal plug deployment site. It was reported that the physician was confident that the occlusion was caused due to the pga/exoseal plug as there was no visual calcification via angiography noted at the site prior to closure. It was not known if the patient was symptomatic as a result of the occlusion. The physician was able to access the occlusion with a guidewire and proceeded to treat the occlusion with balloon angioplasty and stenting at the site. Post-procedure film review noted that the vessel diameter at the closure site was 3.35 mm. The physician was certified for use of the device and had performed over twenty cases. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Peripheral artery occlusion and lower extremity arterial emboli are listed as serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the reported event, there are procedural factors that may have contributed to the event. The IFU lists the following precautions: serious adverse events might result with the use of the exoseal in vessels not suitable for the use of the device. Avoid use of the exoseal in patients with arteriotomies in vessels with diameters less than 5 mm. Additionally, the ability to accurately assess vessel size or extraluminal device position may be limited with antegrade puncture. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Based on the information available for review, there are possible procedural factors (exoseal used in antegrade approach in a vessel measuring less than 5 mm in diameter) that may have contributed to this event. There is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician deployed a 6 fr. Exoseal vascular closure device (vcd) in the patient¿s left superficial femoral artery (lsfa) at the bifurcation on the medial side. There was no difficulty in deployment. Three minutes of manual compression was held. The closure was successful. There was no bleeding or hematoma noted post-deployment. The physician then proceeded to work through the patient¿s right groin access and discovered that the lsfa was 100% occluded at the level of the exoseal plug deployment site. The physician was confident that the occlusion was caused due to the pga/exoseal plug as there was no visual calcification via angiography noted at the site prior to closure. It was not known if the patient was symptomatic as a result of the occlusion. The approach was antegrade. The physician was able to access the occlusion with a guidewire and proceeded to treat the occlusion with balloon angioplasty and stenting at the site. Post-procedure film review noted that the vessel diameter at the closure site was 3.35 mm. The procedure was an intervention of a chronic total occlusion (cto) of the left lower leg. The physician experienced difficulty accessing the left and right groins/right and left sfa¿s for the procedure. The number of sticks required to gain vascular access was unknown. The patient was anticoagulated with five thousand units of heparin for the procedure. The act was unknown. The patient was noted to have bilateral iliac disease.

Manufacturer narrative:
The physician was certified for use of the device and had performed over twenty cases. The exoseal device was prepped properly according to the instructions for use (IFU). Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near a stented segment. The vcd showed no visible signs of damage. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed. The device and sheath were removed as a single unit. Films have been requested. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.